Manufacturer narrative:
Additional information was provided that a photo was sent in of the the explanted device. Also the explant date was provided d6b was updated.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary artery graft to support the 27 year old male who had been admitted in with indication of cardiomyopathy, presenting in scai stage d shock. Underlying medical history was not shared. After 3 weeks of support the 5.5 pump was explanted to transition the patient to a surgical bi-ventricular assist device when they observed tissue to be adhered to the pump at explant. The material was entangled within the inlet of the pump. The tissue was sent to pathology, but to date no results have been shared. The patient did survive and is on bi-vad support. Further clinical details and pathology results are requested, but not yet known.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.